Event description:
The customer contact reported the pump did not deliver. At 0900, the pump was programmed to deliver vancomycin 750mg/250ml for a duration of 2 hours and the delivery was started. No further programming parameters were provided. The nurse reported that drips were noted in the drip chamber. At 1000, the nurse reported the pump sounded an audible alarm. At this time, the nurse entered the patient's room and found the pump was alarming that the delivery was complete; however, the nurse reported that "the bag was completely full and had not delivered any medication" and the pump was pump off. The nurse powered the pump back on, repositioned the tubing, reprogrammed the pump at the previous programmed parameters, and the delivery was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. On an unspecified date and time, the device was removed from clinical services. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).